Event description:
Staff complaint that balloon pump was unable to be seen on chest xray. Representative came and reviewed chest xray and had no difficulty seeing balloon on xray but took iabp and sent back to manufacturer. Human error seems to be reason and rep went to or to educate staff. No harm to patient.